Event description:
Information was received in 2006 from a physician concerning a patient who on an unspecified date underwent a ventral hernia repair with placement of sepramesh ip. Sepramesh ip was hydrated prior to placement. Subsequently, the patient appeared to be suffering from peritonitis, so the surgeon removed the sepramesh ip. No further information was available. The reporting physician felt that the event was definitely related to the use of sepramesh ip.